Manufacturer narrative:
The results of the investigation were determined as code 50 'device failure related to patient condition'. This was identified since this implant has been in the patient for over 2.5 yrs, and it is unclear how long the screw fracture has been in place. This device is indicated for temporary stabilization during bony fusion, and since no fusion occurred the device was operating beyond its intended application and contributing activity of the patient during that time of use is unknown. This report is for 1 of 2 screws that were identified in this occurence.

Event description:
The distributor called, identifying that a revision surgery was completed on (B)(6), 2015 to remove a 55065-40 (6.5mm x 40mm) pedicle screw from the patients s1. The distributor identified that the screw had broken at the neck of the screw body and was removed during a revision surgery. The screws were initially implanted on (B)(6), 2013, the distributor was made aware of the revision surgery to occur on (B)(6), 2015 and corelink (the manufacturer) was made aware on august 19, 2015. It was identified by the physician to the distributor that no bony fusion had occurred at the time the broken screw was explanted. (This report is for 1 of 2 screws identified in this scenario)